Event description:
It was reported that balloon rupture occurred. An 8.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. During first inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.